Manufacturer narrative:
Section a3: patient gender was requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced implantable cardioverter defibrillator (ICD) shocks. No additional information was provided.

Manufacturer narrative:
Section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The controller event log file contained events from 14nov2023 through 21nov2023. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.